Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event stored due to oversensing of noise. Technical services (ts) was consulted to review the episodes. Upon review ts noted the noise appeared to be related to myopotentials. Ts discussed possible programming options and further troubleshooting considerations. A few days later the physician opted to explant both the electrode and s-ICD due to concerns over continued oversensing. No new system was implanted, as the physician determined that the patient no longer needed ICD therapythe product has been received for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated event stored due to oversensing of noise. Technical services (ts) was consulted to review the episodes. Upon review ts noted the noise appeared to be related to myopotentials. Ts discussed possible programming options and further troubleshooting considerations. A few days later the physician opted to explant both the electrode and s-ICD due to concerns over continued oversensing. The products are expected to be returned for analysis.